Manufacturer narrative:
The visual inspection revealed no physical damage to the outer housing of the merlin@home transmitter and physical damage to the outer casing of the ac power adapter. Inspection of the green contact strips in the ac power adapter revealed burnt damage. In turn, the transmitter was not plugged into a working ac electrical outlet. Upon opening the ac power adapter, inspection revealed that there were burnt components on both sides of the main printed circuit board (pcb) and on its inner casing. After opening the transmitter, inspection revealed that there was physical damage to the u-14 chip and multiple burnt components on the main pcb. As a result, we can conclude that the merlin@home transmitter was hit by a high current flow through the ac wall power outlet into the ac power adapter and through the telephone line into the transmitter, thus damaging their respective main pcb. The burn damage on the pcb is regarding as an operational issue.

Event description:
It was reported that the patient presented remotely via phone call. Upon investigation, the transmitter would not power on. The prongs were separated and reattached, and several outlets were tried, but the transmitter would not power on. The transmitter was replaced and returned to abbott for evaluation. Upon evaluation, inspection of the green contact strips in the ac power adapter revealed burnt damage. Upon opening the ac power adapter, inspection revealed that there were burnt components on both sides of the main printed circuit board (pcb) and on its inner casing. After opening the transmitter, inspection revealed that there was physical damage to the u-14 chip and multiple burnt components on the main pcb. The patient was stable.